Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This report corrects the implant date in d6a and provides additional information as the initial reporter details in e1 were obtained.

Event description:
It was reported that the right ventricular (rv) channel of the implantable cardioverter defibrillator (ICD) was sensing atrial signals due to the relative positions of the atrial an rv leads. The rv sensitivity was subsequently changed to 1.5 mv which seemed to prevent much of the oversensing. Technical services discussed that there weren't many other options for reprogramming as they could lead to a delay in arrhythmia detection. The ICD remains in service and no adverse patient effects were reported. It was later reported that the associated right ventricular (rv) lead was explanted and replaced. The ICD remains implanted and in service with the new lead. No adverse patient effects were reported. Reference report number 2124215-2025-72684 for the lead details.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular (rv) channel of the implantable cardioverter defibrillator (ICD) was sensing atrial signals due to the relative positions of the atrial an rv leads. The rv sensitivity was subsequently changed to 1.5 mv which seemed to prevent much of the oversensing. Technical services discussed that there weren't many other options for reprogramming as they could lead to a delay in arrhythmia detection. The ICD remains in service and no adverse patient effects were reported.